Event description:
Falsely depressed human chorionic gonadotropin (lhcg) results were obtained on two patient samples from a dimension exl with lm instrument. The falsely depressed results were reported to the physician(s), who questioned the result obtained on the sample identified as (B)(6). This patient was redrawn and the new sample was tested on the same instrument. Two days later, the sample identified as (B)(6) was also repeated on the same instrument. The result obtained on the redrawn sample and the repeat result for the sample identified as (B)(6) were reported as the correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed lhcg results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely depressed human chorionic gonadotropin (lhcg) results were obtained on two patient samples from a dimension exl with lm instrument. Quality controls (qc) had recovered acceptably for lhcg on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked all the alignments and replaced the sample probe tip. The sample probe tubing was loose and leaking fluid; the tubing was replaced. Then, the cse ran a system check. Subsequently, the cse replaced the calibrators, calibrated the assay, and ran qc. Qc recovered acceptably. The cause of the falsely depressed lhcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.